Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer service technician through functional evaluation. A loose drive link was determined to be the probable cause for the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, creating an incision larger than desired and/or removing chunks during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.